Event description:
This lead was explanted due to a possible insulation break. There was noise on the rv channel and the impedance was less than 200 ohms. Should additional information be received, this file will be updated.